Event description:
Device malfunction: sheath failed to split completely/carving. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training attempted arteriotomy closure of a femoral artery using a starclose se device after a diagnostic procedure. Reportedly, the sheath failed to split completely during advancement of the thumb advancer and the clip applied carved. The device was removed using the safety release mechanism and hemostasis was achieved using manual compression. There were no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.